Event description:
Had essure implanted 2011 with subsequent hsg confirmation of tubes closed. Found out I was pregnant in 2013. Had high risk pregnancy because of htn which is why I had essure in the first place because I couldn't take hormonal contraceptives. Had to be induced 2 weeks early because of htn and complications.